Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out. However, a surgical issue was identified as multiple tunneling attempts were performed between the two incisions which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a sugical issue as multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site was not healing and was leaking fluid. Antibiotics were prescribed and the patient was sent home with wound care instructions. As of (B)(6) 2025, the patient is doing fine and the receiver site is doing a little better.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, and using inappropriate tools have been ruled out. However, a surgical issue was identified as multiple tunneling attempts were performed between the two incisions which may have contributed to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a sugical issue as multiple tunneling attempts were performed between the two incisions (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their receiver site was not healing and was leaking fluid. Antibiotics were prescribed and the patient was sent home with wound care instructions. As of (B)(6) 2025, the patient is doing fine and the receiver site is doing a little better. Additional information was received on august 04, 2025. The patient has been treated by the physician. However, it was noticed part of the device was exposed. An explant procedure was performed on (B)(6) 2025. As of (B)(6) 2025, the patient is almost healed and doing well.